Manufacturer narrative:
DHR review: a review of the device history record has been performed. Overall, this review confirmed that this lot of products was released according to qa specifications. Examination: no product and no picture were provided for evaluation. Without the sample a detailed investigation could not be performed. Product disposition: n/a. Corrective action: the reported information are too limited to determine the exact nature of the incident and if a device failure occurred. A search of our global complaints database revealed that this was the only report on file for this lot of product. The report has been added to our product complaints database which is monitored for similar occurrences. Based on our investigation and a complaint history review, the manufacture of the device is not suspected. There is no indication that there is a defective lot or that this event represents an emerging adverse quality trend. No immediate action required. Conclusion: although a specific root cause analysis could not be performed, the incident is maintained in our database for a broader trend analysis. If additional information is obtained, or the sample is returned, we will re-open this investigation.

Event description:
According to the reporter: the patient alleged injury. No further details regarding this event were provided.

Manufacturer narrative:
(B)(4).